Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and contrast and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 9mm longitudinal tear on the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2.75mm x 12mm nc emerge® balloon catheter was advanced to post-dilate the lesion. However, upon 2nd inflation, the balloon ruptured at 20 atmospheres after a duration of 20 seconds. The device was completely removed fom the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2.75mm x 12mm nc emerge® balloon catheter was advanced to post-dilate the lesion. However, upon 2nd inflation, the balloon ruptured at 20 atmospheres after a duration of 20 seconds. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.